Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each the equipment's features, and a power output check. Also, the testing involved checking the output of the mode (forced coag) used in the procedure. As with all the tested outputs, the forced coag mode output was found to be within specification and the equipment functioned/functions as intended. In addition, no anomalies were found in the device history record (DHR) for the unit. As a result, no failures/defects were found with the esu that would have caused or attributed to the event. The reported settings were typical for the clinical application. Based upon similar reported incidents in the past and finding no device problem, in all probability there were many factors involved in the event. However, in this case, most likely the patient's condition (e.g., the size and location of the polyp, etc.) Was a significant factor in the event. That is, upon the removal of the polyp, the remaining portion of the colon wall was not sufficient to stay intact. However, no conclusive determination as to the cause of this situation could be made. A response letter with our findings is being sent to the account. The medical staff is experienced with the unit. Nonetheless, the sales representative is planning to perform further inservice training at the account. No trends have been identified with this incident. Erbe USA, inc. Is now closing this file.

Event description:
The account reported that while using a snare in a polypectomy, a perforation occurred in the patient's colon wall. The electrosurgical generator (esu) was set to the forced coag mode at 25 watts. Surgery was performed on the patient and the patient is fine/doing well.